Manufacturer narrative:
The insulin passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched lcd window. See manufacturer report number 2032227-2015-30192. (B)(4).

Event description:
The customer initially called to track the insulin pump replacement. The customer reported she had received a motor error and had not received the insulin pump replacement and her blood glucose level had been swinging from 30 mg/dl to over 300 mg/dl. The customer was explained that the package was shipped to her home address and left on the porch. The customer stated she was on vacation and not currently at home. Customer was offered to get the insulin pump sent to the current location.